Manufacturer narrative:
No device will be returned. Related MDR: 2027969-2021-00095 in . Results pending completion of the investigation.

Event description:
The customer reported false positive results for 2 patients when testing serum samples on the cardinal health rapid hcg combo test. The customer states on occasion they will observe a faint positive result on older patients that present for pre-op testing or are from the emergency department and pregnancy is not expected. There was no adverse event.

Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical serum samples and low-hcg negative serum standards. The results were read at 6 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Please note, this test utilizes a combination of antibodies including mouse monoclonal anti-hcg antibodies and goat polyclonal anti-hcg antibodies to selectively detect elevated levels of hcg. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. Per the package insert: · the intensity of the red color in the test line region (t) will vary depending on the concentration of hcg present in the specimen. · a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in a serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. · this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Related MDR: 2027969-2021-00095 su.